Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff brought in a c-arm portable fluoro unit and completed the procedure. Customer provided no further info on pt or procedure, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) checked system, finding that he was unable to get a rotor with fluoro and with digital shots. Fse checked the interface signals on the infimed service screen and found the rad type spot signal was not on. Fse traced this and found that cat 5 cable connection from the generator interface module (gim) to the infimed was plugged in, but not seated. Fse reseated this connection and was then able to perform fluoro and digital spots. Fse then verified proper operation per service manuals listed on hydravision dr system service checklist, completing the minor portion of the generator and major portion of the collimator service checklist. All measurements were within specifications and the unit was returned to full service by the customer.